Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) evaluated the iabp and verified that the error "gas loss in iabp circuit" occurred numerous times. The iabp was tested on a known functional catheter for an hour, performing numerous autofills without any issues. The iabp passed all calibration, functional and safety tests performed and was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated "gas loss in iab circuit" alarm. There was no patient harm and no adverse event was reported.